Manufacturer narrative:
(B)(4)

Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was observed. The device was reprogrammed. The patient was asymptomatic.